Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, documentation, manufactures instructions, quality control, and a visual inspection of the returned device as well as an inspection of unused product were conducted during the investigation. The visual inspection of the returned package confirmed that one unused mpis-401-nt-u-sst micropuncture transitionless access set was returned for investigation. Foreign matter was present near the top of the packaging. Additionally, a document based investigation evaluation was performed. There is evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could potentially contribute to this failure mode. This nonconformances was documented for foreign matter. However, while this nonconformance was related to the reported failure, the affect units were reworked before order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufactures instructions, specifications, quality control procedures were conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could be traced to manufacturing and packaging of the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, when the micropuncture transitionless access set was delivered to the customer, a contaminant resembling a hair was observed in its package. The device never made patient contact.